Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was 150 mg/dl. Customer stated the insulin pump was exposed to high magnetic field. Customer stated that drive support cap was normal. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The insulin pump will be returned for analysis.